Manufacturer narrative:
Device lot number not available as the site discarded the device. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, reported the surgeon retrieved a sample and there was no impact to the patient. On 04/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. This part was discarded by the site and will not be returned to manufacturer for analysis. No parts were replaced. No further issues have been reported. Part discarded and will not be returned for analysis

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged being unable to track a biopsy needle. The medtronic representative confirmed the site had created a plan and locked the trajectory, however, the issue was not resolved. The surgeon opted to continue and use the biopsy needle, however, would not to navigate the needle. The surgeon completed the procedure with a delay in therapy was 30 minutes. There was no impact on patient outcome.